Manufacturer narrative:
Concomitant medical products: 5076-45, lead; implanted on (B)(6) 2014 and 419688, lead; implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) inquired about programming options for a right ventricular (rv) lead that exhibited t-wave oversensing (twos) post ventricular sense (vs) during non-sustained ventricular tachycardia (nsvt) episodes. Programming options were presented to the caller and the lead remains in use. No patient complications have been reported as a result of this event.